Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of below 40 mg/dl. Customer¿s last blood glucose entered was 42 mg/dl. Customer stated that they had issues like unable to enter auto basal and customer¿s sensor glucose was 42 mg/dl. Customer was treated by drinking milk. Insulin pump will not be returned for analysis.